Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient's girlfriend found the patient on the floor and called 911. When the emergency medical technicians (emt) arrived, the patient's blood glucose (bg) reading was over 800mg/dl. The emt's transported the patient to the hospital. The patient had seizures due to the hyperglycemia event. The patient went into a coma and was in the intensive care unit (ICU). The patient was put on intravenous (IV) drip of insulin therapy. The patient was released from the hospital on (B)(6) 2017. It was reported that the patient was diagnosed with an infection in their stomach. At the time of contact, the patient was doing well. There was no allegation of malfunction to the dexcom system. It was indicated that the patient was not wearing their device at the time of event as they were waiting for their reorder of transmitters. No additional event or patient information is available.